Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached eol (end of life), monitoring voltage of 2.69v and a charge time of 31.2 seconds. It was reported that this device had a monitoring voltage of 2.93v and a charge time of 11.4 seconds 4 months previously.